Event description:
It was learned that a 21mm medtronic freestyle porcine root was explanted at implant on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).